Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited pauses in pacing for a duration of approximately 2.5 seconds. It was noted that all measurements were good for all leads. The patient had been in the hospital for pneumonia and digoxin toxicity. Programming options were questioned and discussed by boston scientific technical services (ts). Ts recommended checking for noise on the leads; which was done and produced no noise. The rv sensitivity was going to be reprogrammed as well as the rv outputs. Additional information was provided that the patient was not pacemaker dependant and the cause of the pacing inhibition was not determined. The rv sensitivity was reprogrammed and there were no additional episodes of pauses in pacing. No additional adverse patient effects were reported.